Event description:
Approx two months ago, an ocs1 was failing to provide readings during a mapping for an awake craniotomy. The ocs1 was serviced immediately in the operating room and then worked, so the mapping was finished. There was a delay of 10-15 mins. Pt demographics are unk.

Manufacturer narrative:
The device involved in the reported incident was received for eval. An investigation has been initiated based upon the reported info.